Event description:
It was reported that during a laparoscopic procedure, the electrode and ceramic peeled away when the device was used on the esophagus and stomach. The electrode and the ceramic did not fall into the patient. Rf60 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.